Manufacturer narrative:
Date sent to the FDA: 07/19/2023. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the manufacturing records was performed and indicates that there were no quality concerns associated with the manufacturing process.

Event description:
It was reported by an attorney that the patient underwent ventral incisional hernia repair surgery on (B)(6) 2010 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2012 during which the surgeon noted ¿there was a complete failure of the mesh that was previously placed. The mesh was wadded up and that it made a really hard knot on the underlayment underneath the fascia with omentum adhesed to it. A mesh was implanted to repair the recurrent incisional hernia.¿ it was reported that the patient underwent excision of the old surgical scar with intense inflammatory process involving the anterior abdominal wall down to the mesh. It was reported that the patient underwent incision and drainage of a large collection of seroma-type fluid from the anterior abdominal wall. It was reported that the patient experienced pain, nausea, chills and inflammation. No additional information is provided.